Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported gripper line break could not be determined. Additionally, the reported gripper actuation issue was due to the reported gripper line break. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report a gripper line actuation issue and a gripper line break. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (cds) was prepared without issue and advanced, a couple of grasps were made; however, the gradient was noted to increase slightly. The clip was inverted and returned back to the left atrium and the gradient returned to baseline. At this point it was observed that the grippers were dropped down and stayed down and could not be lifted. A gripper line break was suspected. The clip was closed and the cds was removed from the patient without issue. A new cds was prepped without issue and used for the case successfully, final mr was grade 1+. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.